Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed multiple related no-cartridge alarms. The load-step malfunction was duplicated during the prime sequence: the cartridge was emptied during the load step. The force sensor calibration was out of specification. Evaluation revealed the force sensor pin was cracked. Unrelated to the complaint, moisture was observed on the returned battery cap. Leak testing revealed no leaks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue: pump is priming tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.